Event description:
It was reported that a 50-year old caucasian female patient underwent primary breast augmentation with two 450cc mentor memorygel breast implants. Post-operatively, the patient was diagnosed, via physical examination, with right breast implant rupture. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2023. The replacement devices were: (right) 400cc mentor memorygel breast implant catalog: 3504004bc lot: 9735035 sn: (B)(4) and (left) 400cc mentor memorygel breast implant catalog: 3504004bc lot: 9733533 sn: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 12, 2023, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 450cc breast implant was found to be ruptured and received in two parts. Additionally an area of shell abrasion was noted on the edge of the tear. Microscopic examination was performed, and no instrument damage was observed. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required.